Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during second implant needle would not retract back into the device. Doctor pulled the needle into the sheath and then came out of the patient that way. Then changed to a new handle, and was able to complete the rest of the case. It did not seem like bone strike during the case". The patient's current condition is reported as "fine".

Event description:
It was reported that "during second implant needle would not retract back into the device. Doctor pulled the needle into the sheath and then came out of the patient that way. Then changed to a new handle and was able to complete the rest of the case. It did not seem like bone strike during the case". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). A visual inspection of the returned device was conducted, and the following observations were made: a cartridge was installed in the handle, unlocked and was shipped in a tray, the pusher was deployed. The cutter was deployed. The suture/suture support tube was not buckled. The urethral endpiece (ue) was deployed, not returned with the device. The distal tip was undamaged. A scope seal was not returned with the cartridge. The items listed above are indicators of device status and are as expected for a device that functioned as designed. The following discrepancy was observed: the needle tab overmold was broken. There was no visual evidence on the needle tab overmold of manufacturing issues (e.g. Voids, sink, short shots, cold knit welds). Needle damaged: the needle tip is bent inward. The capsular tab (CT) did not unsheathe. Needle extended. Refer to dimensional inspection for additional detail. Needle was measured and found to be extended approximately 25.70mm. Functional inspection was not performed because bone strike is a documented known possible outcome of the urolift procedure which is typically the result of device positioning or excessive movement of the device or patient anatomy. Device history record investigation did not show issues related to complaint. The customer report of: " needle would not retract back into the device " was confirmed. Confirmation is based on the investigation results showing that the needle tab overmold broken due to bone strike. This is a known possible outcome of the procedure and is not indicative of a device malfunction. This investigation has determined that the device encountered the following failure mode(s): ul-needle damaged: needle damage occurs when the needle strikes bone. The probable root cause of this failure mode is use error- unintentional- cannot determine, ul-component damaged: the needle tab overmold was found to be broken. The probable root cause of this failure mode is use error- unintentional- cannot determine. Ul-CT did not un-sheathe: the CT was unable to deploy due to the damaged needle interfering with CT deployment. The probable root cause of this failure mode is use error- unintentional- cannot determine. Teleflex will continue to monitor and trend for complaints of this nature.